Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported that upon implanting an intraocular lens (iol) using a preloaded delivery system, it was realized that there was a rip in the acrylic at the haptic-optic junction. The lens remains implanted. Additional information requested.